Manufacturer narrative:
Ten (10) unused units in an opened pouch, list # ch2000sc-10, spiros®, closed male connector w/red cap, 10 units; lot # 4783763 were received for evaluation. Leakage between the poppet and o-ring seal was confirmed on 3 of the 10 new devices. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review for lot number 4756789 was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a spiros closed male luer w/red cap that leaked an unspecified chemotherapy during an intravenous push. The chemotherapy completely covered the patient. There is patient involvement with an unspecified adverse event, but no delay in therapy. No further information was provided. This report captures the second of two events.